Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead patient experienced pocket/nerve stimulation. It was also reported that ra lead dislodged occurred . A revision procedure was scheduled. During the revision procedure, the physician tried to re position the ra lead two times, the first time, the ra lead did not remain in place, and the second time high thresholds occurred. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.